Event description:
It was reported the patient lost consciousness, had fallen down and went to the hospital. Less than two weeks later, the patient again reported feeling ill. When checking the device with the programmer, telemetry could not be established. No device output was reported. The device was replaced. It was further reported the device life was below the expected longevity and that six months earlier the "check data" indicated "min 9 months". Additional information received indicated the patient had recovered, left the hospital and was currently stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.